Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had preexisting universal spine system 2 (uss2) iliac screws implanted. The revision surgery was to redirect the left l5 and s1 pedicle screw. The rod construct needed to be loosened and temporarily removed. Whilst trying to undo the green nut on the left iliac screw, two uss2 polyaxial screw holders, used as counter torque as per the surgical technique, were broken as a result of excess counter torque forces. The green nut was unable to be loosened and was left tight. The screws were redirected and the rod replaced into the fixed iliac connector without incident. No adverse consequences to the patient, length of delay to surgery is unknown. The revision was concluded satisfactorily. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This complaint is indeterminate from a manufacturing standpoint.